Manufacturer narrative:
(B)(4). Issue is being reported as alert could not be cleared by user. Due to age of device user has been advised to remove device from service.

Event description:
It has been reported that device did not pass self-diagnostic check.